Event description:
This event was reported as after the dr closed the heart, he saw mitral regurgitation by echo. Heart opened again and incomplete coaptation seen by visual analysis. Dr thinks the cause maybe hook of stent posts on the hole of nelaton's tube when he pulled resulting in a bent stent. At the point of the nelaton's tube, some big holes were open. Nelaton's tube is used to extract air from the heart during heart surgery. No further info was provided.